Event description:
It was reported that the patient had a sling implanted about ten months ago and was experiencing problems with voiding during the entire time on and off. She was given a self administered catheter that she utilized during that time period. She saw a different physician in 2007, and it was recommended that she have the sling removed. Three days later, the patient was scheduled to have the sling removed. The removal of the sling was completed successfully.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The implanted date in unknown. The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Product unavailable for analys.